Event description:
We have been using the jamshidi evolve since (B)(6). Over the course of this time, our bone marrow samples are coming out of the needle with lots of crush artifact and our pathologists are deeming the samples inadequate for diagnosis. I don't know if it is our technique or the nature of the needle itself. I would like to have a rep contact me so we can evaluate our technique or look into a different needle. No immediate harm to pts but unfortunately a lot of ¿insufficient¿ samples leading to delayed diagnosis. Additional information received 27-aug-2019, the customer reported, we haven't repeated the marrows on the pts but our pathologists are deeming the specimen sub-optimal and it has delayed appropriate diagnosis. We haven't return any products because the pathology isn't available until 2-4 days after the procedure. We are still using the product currently. I spoke to the rep last week and she gave us some suggestions to get better samples. We will trial this and if the problem continues we will look at other biopsy needle options.

Manufacturer narrative:
(B)(4): no sample was provided for an investigation; therefore the reported failure was not able to be verified or duplicated. The device history record of the reported lot did not identify any issues that may have contributed to the reported failure mode. The most likely root cause is incorrect use of the device. The customer has already contacted the rep and got some suggestions on how to get a better sample. The complaint will be added to the complaint management process and will be tracked and trended for future occurrences. No device returned for investigation.

Manufacturer narrative:
(B)(4). Date of event not provided, used date of awareness. If further information becomes available a follow up medwatch will be submitted.

Event description:
We have been using the jamshidi evolve since january. Over the course of this time, our bone marrow samples are coming out of the needle with lots of crush artifact and our pathologists are deeming the samples inadequate for diagnosis. I don't know if it is our technique or the nature of the needle itself. I would like to have a rep contact me so we can evaluate our technique or look into a different needle. No immediate harm to pts but unfortunately a lot of ¿insufficient¿ samples leading to delayed diagnosis. Additional information received (B)(6) 2019, the customer reported, we haven't repeated the marrows on the pts but our pathologists are deeming the specimen sub-optimal and it has delayed appropriate diagnosis. We haven't return any products because the pathology isn't available until 2-4 days after the procedure. We are still using the product currently. I spoke to the rep last week and she gave us some suggestions to get better samples. We will trial this and if the problem continues we will look at other biopsy needle options.